Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 341 alarms which was not reproduced, but was confirmed during a review of the event history log. Evaluation could find no component failure, and the pump functioned as designed.

Event description:
It was reported that a spectrum pump displayed system error 341. It was also reported there was no patient injury.